Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse patient outcome? No. Any additional tissue dissection damage due to searching for needle? No. Was the procedure completed successfully? Yes. Were x-rays performed to localize the needle? Non. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient was treated for removal of lumbar spine material on (B)(6) 2022 and suture was used. When performing the suturing of the aponeurosis paravertebral muscle, the thread has come loose from the needle. The needle fell into the operative site and was retrieved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2022. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch sbbcmxr0, batch rcbbgxr0. Additional information was received: according to the customer on 06 sept 2022, no further information related to the correct lot number can be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2022. H6 component code: g07002 no device problem found. Additional information: the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: rcbbgxr0; sbbcmxr0. A manufacturing record evaluation was performed for the finished device jv482; rcbbgxr0 number, and no non-conformances were identified. Manufacturing date: 03.02.2021expiration date: 08.31.2026. A manufacturing record evaluation was performed for the finished device jv482; sbbcmxr0 number, and no non-conformances were identified. Manufacturing date: 02.15.2022 expiration date: 07.31.2027 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one needle and suture that pertain to product code jv482. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle, since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample revealed that it was received one unopened sample that pertain to product code jv482. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using an instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.